Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was receiving the "replace generator "message and that the generator has reached its end of service. The battery is depleted and the ipg is planned to be explanted .no further information available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.